Event description:
A malfunction was reported, displaying a malfunction code labeled malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process. The malfunction did not recur after resetting, allowing the customer to continue using the pump. Technical support instructed the customer to contact them if the malfunction reoccurred, which the customer acknowledged and understood.